Event description:
It was reported that during a laparoscopic gastric bypass procedure, optiview trocar leakage, bmi 51, usage co2 455 liter. Total 5 trocars of 12 mm had leakage, 5mm non. Visibility was fine, but that was because the co2 flow was high but you could hear that the co2 left the trocars. It started when they were moving the omentum. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.